Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hba1c gen. 3 (hba1c) on a cobas integra 400 plus analyzer. The initial result was 7.27%. The repeat result was 5.75%. The repeat result was believed to be correct.

Manufacturer narrative:
The hba1c reagent lot number was 763188 with an expiration date of 31-may-2025. Calibration was acceptable. The field service engineer (fse) cleaned the sample probe and replaced the syringe and seals. The fse performed repeatability testing with acceptable results. The service actions resolved the issue.